Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient was having swelling and redness at the lead site. The patient was prescribed antibiotics. There was no infection.

Manufacturer narrative:
Additional information was received that the patient's infection was intestinal. The physician did not think that the infection was caused by the device or procedure.

Event description:
A report was received that the patient was having swelling and redness at the lead site. The patient was prescribed antibiotics. There was no infection.

Manufacturer narrative:
Additional information was received that the patient had clostridium difficile infection.

Event description:
A report was received that the patient was having swelling and redness at the lead site. The patient was prescribed antibiotics. There was no infection.